Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one 64-year-old female patient. The following data was provided: sid (B)(6) initial result = 14.118 repeat results = 0.002, 0.006, and 0.059 ng/ml. Customer¿s reference range = <0.49 ng/ml no impact to patient management was reported.